Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead measuring 6.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.